Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6; (B)(4); model: sc-2366-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg and lead incision sites and underwent an explant of the entire system. The patient had swelling, redness and impaired healing at the ipg site. The physician indicated that the infection was not device related but could not confirm what may have caused the infection. A culture was taken and confirmed staphylococcus aureus. The patient was prescribed antibiotics and is doing well post-operatively. The devices are in route to the manufacturer.

Manufacturer narrative:
The returned devices were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient developed an infection at the ipg and lead incision sites and underwent an explant of the entire system. The patient had swelling, redness and impaired healing at the ipg site. The physician indicated that the infection was not device related but could not confirm what may have caused the infection. A culture was taken and confirmed staphylococcus aureus. The patient was prescribed antibiotics and is doing well post-operatively. The devices are in route to the manufacturer. Additional information was received, that the devices were received by the manufacturer.